Event description:
It was reported that (1) hp052 was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported by the rep that the handpiece was tested with test tip during procedure when blade locked out (solid toned). Replaced with another handpiece to complete the case. There was no consequence to patient.